Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3389s-40, lot# va07192, implanted: (B)(6) 2013, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3389s-40, lot# va01pn5, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
It was reported the patient¿s implantable neurostimulators (ins) were too shallow and a pocket revision was done to reseat the inss. No issues with the inss, leads, or extensions were reported. The manufacturing representative believed the leads were not removed from the inss and the inss were not turned off during the procedure. When the manufacturing representative interrogated the ins the received the following message ¿the delivered amplitude may be lower than the selected amplitude for one or more programs.¿ following the revision, the patient was receiving effective therapy, but there was not a 50 percent or more symptom reduction. Refer to manufacturer report #3004209178-2014-24712.